Event description:
It was reported that the user¿s dexcom g7 sensor did not provide readings to the ilet and displayed "pairing with sensor," which delayed insulin delivery until pairing was re-initiated by toggling g7 to g6 and back to g7 and starting the sensor with the pairing code; readings resumed within minutes. Symptoms included hyperglycemia with a reported maximum blood glucose of 240 mg/dl and alerts above 180 mg/dl for over 90 minutes. Outcomes included transient hyperglycemia without ketone testing, medical intervention, or need for assistance. Investigation included guided troubleshooting and user education, resulting in successful pairing and restoration of glucose data to the ilet. Investigation of this case revealed a pairing failure between the ilet and the dexcom g7 that resolved after reconfiguration and proper sensor start, consistent with a communication or configuration issue between devices rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error related to sensor pairing that was corrected through standard troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.